Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation is cut at 16.1; 17.1 and 17.2cm (photo taken), blood is visible inside the proximal conductor, likely occurred at time of implant. This would cause rising thresholds. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, varying and unstable thresholds and was not capturing the ventricle appropriately. The lead was reprogrammed. It was subsequently determined that the lead perforated the patient which caused a pericardial effusion. The lead was removed and replaced. No further patient complications have been reported as a result of this event.